Event description:
It was reported that the tip of the device was identified to be burnt at the user facility. The user facility reported that there was no patient harm, but was unable to provide any further details.

Manufacturer narrative:
(B)(4). The reported event that the ball tip has been burnt was confirmed through the visual inspection. It was noted that the tip of the device was melted. During inspection with a scanning electron microscope it was observed that there is a breakage at the pointer¿s tip. In addition, a material analysis was performed. It is confirmed that at the tip of the device foreign material was found. It is likely that an electric arc caused for example a short-circuit with an external device which finally led to a melting of the tip and to a welding of the two parts.

Event description:
It was reported that the tip of the device was identified to be burnt at the user facility. The user facility reported that there was no patient harm, but was unable to provide any further details.